Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a regional infusor burst during the filling with approximately 60 ml of nacl. The fill volume was 200ml. The incident occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: february 25, 2016 ¿ february 26, 2016. One infusor unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.